Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed that the device had damaged force sensing resistors. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.